Event description:
It was reported that a large volume infusor did not empty after the expected infusion time. The device was connected to the patient for four days. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (Therapy dates) - the event occurred from (B)(6) 2014 to (B)(6) 2014. The lot was manufactured from may 19, 2014 to may 20, 2014. The device was discarded; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.